Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, during the procedure before starting the surgery, equipment is uncovered and it is evident that the hohmann separator ref sr-317 is bent, in addition it is observed that the tibia impactor ref 254401003, it is split and as if it were not enough the femoral component 7 right test ref 254500727, is also split. For these novelties there were no discomfort of the specialist since although these references present quite remarkable novelties it was possible to use them, the surgery was completed successfully, without affectations of the patient and without alterations in the surgical times. At the end, a report is left in the one force and this medium in order to inform what happened so that when the devices return to j&j facilities, these units are checked or changed from the equipment. (Photographic records are annexed). The product was not returned to depuy synthes, however photos were provided for review. The photo investigation revealed that the attune fb tibial impactor has the cracked section frontal. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection was not performed since it was not applicable to the complaint condition. A functional test was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the attune fb tibial impactor would have contributed to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that during an unspecified surgical procedure, before starting the surgery, equipment is uncovered and it is evident that the hohmann separator was bent, in addition it is observed that the tibia impactor was split and the femoral component 7 right test was also split. For these novelties there was no discomfort of the specialist since although these references present quite remarkable novelties it was possible to use them, the surgery was completed successfully, without affectations of the patient and without alterations in the surgical times.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional manufacturer narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.